Event description:
There was leakage from the silicone tubing of a transfer set during connecting with clean flash. There is no pt injury or medical intervention reported according to the international affailiate.